Event description:
It was reported that; patient, within the last month, is having weakness, stiffness and started limping. Pt reported that in august of 2012 she had blood work for cobalt and chromium and the levels are slightly elevated for both. Pt is also reporting that she received the results of her MRI on (B)(6) 2012.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Add¿l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. Should add¿l info become available, the eval summary will be submitted in a supplemental report.